Manufacturer narrative:
Per the information provided, during the procedure, the customer received a "fluid path blocked" error message. An attempt to troubleshoot with a second kit was initiated, but the customer received the same result. The procedure was 3/4 complete when the failure occured. The doctor converted to needling to complete the procedure. The unit was sent back to the manufacturer for evaluation. The manufacturer evaluated the unit and could not replicate the customer's failure.

Event description:
Per the information provided, during the procedure, the customer received a "fluid path blocked" error message. An attempt to troubleshoot with a second kit was initiated, but the customer received the same result. The procedure was 3/4 complete when the failure occured. The doctor converted to needling to complete the procedure.